Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl and the customer experienced a loss of consciousness. Reportedly, customer delivered too much insulin. Customer was unable to recall the treatment received to address bg. Reportedly, customer left the emergency room the following day with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.